Event description:
It was reported that the leds are broken off internally. It was unknown if there was patient involvement or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.